Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer screen was flashing on the screen as power failures which prevented the implant procedure to continue. The programmer is expected to be returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of an error and screen distortion. It was noted that there was a very intermittent screen distortion when the programmer was first powered on which was not observed again, and it was still confirmed while using a known, good power cord and the interpose board was replaced to resolve. The micro processing unit was replaced to resolve the error issue. It was also noted that the power cord connector was pulling apart from the cord insulation however the cord was functional and moving the cord had no influence on the programmer, however, the power cord cable was replaced. The hard drive was reimaged and the software was reloaded and the device passed functional and systems tests and no other anomalies were found.

Event description:
It was further reported that the programmer was returned for service.